Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the registered nurse (rn) could not log in with username and password. A technical support specialist (tss) dialed into the server, then checked on the downtime query, but there were no issues. So, the tss login to the patient encounter system (pes) and generate the report and checked station critical override, but there were no issues. Tss checked the extract transform load (etl) jobs, but there were also no issues and checked the user were currently park under hospital domain, so the tss confirmed that everything working fine, and the server was operating normally. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user was unable to login with username and password. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, user was unable to login with username and password. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.